Event description:
[There] have been several events where the [tubing] becomes disconnected from the three way connector. [The device] has a slip on system rather than any locking (lever lock) type system. [This has resulted in] loss of IV fluids, meds and blood.